Manufacturer narrative:
An investigation is in process.

Event description:
It was reported that on (B)(6) 2019, a patient was implanted with a pacemaker and was being monitored by mindray's benevision central monitoring system with telemetry. On (B)(6) 2019, the clinician reported observing false pacer pulse markers, inappropriately placed pacer pulse markers, the pacemaker not capturing alarms and an extreme change in the patients' rhythm. The patient coded and subsequently expired.